Event description:
Related manufacturer reference number: 1627487-2023-01657. It was reported the patient experienced ineffective stimulation. The original trail had the leads at l1. The physician was unable to get the leads there for the permanent procedure. Surgical intervention was undertaken during which the bilateral l2 leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828164. Common device name: axium kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8195617.

Manufacturer narrative:
Correction: d4- product serial numbercorrection: d6a- implant date